Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reports during undetermined urology procedure, both table monitors were non functional resulting in no fluoro image. Staff moved patient to another room and completed procedure without further incident. No pt injury reported. Customer did not provide any pt or procedural info other than to say procedure completed, pt is fine.